Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm on an unknown date. It was reported that patient presented emergently with a probable contained rupture and a type ia endoleak without migration. The next day a cuff was implanted and a chevar procedure carried out with snorkels. The event was reported to have resolved. Per the physician, the cause of the event was due to neck dilatation. No additional clinical sequelae were reported, and the patient is fine.